Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the c9 capacitor shorted inducing thermal damage to the computer / analog (ca) board. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor could not be positively identified. Device evaluation of battery packs sn (B)(4) have been completed. The reported problem (won't power monitor) was confirmed. As received, the battery packs would not power a test monitor or charge. Upon evaluation, the f1 fuse was blown due to excessive current. The cause of the inability to power the monitor is the blown fuse in the battery packs. The root cause of the blown fuse is the shorted capacitor in the monitor. No adverse event resulted from the damaged monitor or damaged batteries.

Event description:
A us distributor reported that a patient's monitor will not power up and was experiencing battery/charger faults.